Event description:
It was reported that the there was a burning smell coming from the purewick urine collection system or the plug. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the there was a burning smell coming from the purewick urine collection system or the plug. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via form during sample returned on 03dec2021, it was reported that there was a burning smell coming from the purewick urine collection system.

Manufacturer narrative:
The reported event was unconfirmed as the reported failure was not observed. A bd purewick urine collection system, pump tubing, collection canister with lid, and external power cord were returned. No canister cracks present. White residue in bottom of canister. Stop valve function opens/closes freely. When plugged in, there is light and sound indicative of pump function. After being plugged in for one hour, there was no odor present. Device was not warm to touch. The device passed with a value of 2.275 slpm. A DHR/bh review is not required as the reported event is unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. The actual/suspected device was inspected